Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The additional device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during the procedure, the 2.5 x 20 mm otw trek dilatation catheter was advanced over a balance middleweight (bmw) universal guide wire. The trek dilatation catheter was advanced to the target lesion without difficulty and inflated without difficulty. During removal of the dilatation catheter, the device was difficult to remove and was noted to be "sticky" on the guide wire. The guide wire and dilatation catheter were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.